Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The reported concern was that the battery did not provide power after only six months of installation. Evaluation verified the issue and found the device had been operating with expired pads since (B)(6) 2024. Per zoll AED 3 battery consumption information and tips for optimizing battery life, expired pads can contribute to accelerated battery depletion. The expired pads and battery were scrapped. The device was recertified and returned to the customer. No trend is associated with reports of this type.